Event description:
Baxter (B)(4) received a report of leakage from around the twist clamp of a uv flash transfer set found during use. The product was in use for 90 days. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The actual sample is available and has been requested. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: an evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Baxter received a used set without a cap on the uv spike connector. A visual inspection was performed and found a cracked spike. Leak testing performed and a leak was found at the base of a crack on the spike. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. The problem was confirmed. The root cause could not be determined.